Event description:
The user facility reported that the hook to their 6500 series reliance endoscope drying and storage cabinet contacted the employee's head. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.